Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the air/oxygen sensor assembly. The device passed performance verification testing following repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit had a patient disconnect alarm message and the air flow reading was out of specification. There was no patient involvement.